Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance and thresholds greater than 2000 ohms. The lead was explanted and replaced (B)(6) 2013.